Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter sheath when attempting to insert it into the vein. The following information was provided by the initial reporter: "details of incident / nature of device defect test attempted to insert an venflon size 22, removed as not in vein and the needle had broken through the sheath of the venflon. Details of injury (to patient, carer or healthcare professional): no harm to patient incident form completed. Action taken (includes any action by patient, career or healthcare professional, or by the manufacturer or supplier): no action".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/31/2020. H.6. Investigation: one sample was received by our quality team for evaluation. The representative sample was subjected to visual inspection and the catheter adapter leak test. This sample passed the inspection criteria and no abnormalities were observed. Therefore, the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported defect could be due to the user having partially withdrawn the needle from the catheter and upon another attempt to insert the needle into the vein, the needle pierced through the catheter and damaged the catheter.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter sheath when attempting to insert it into the vein. The following information was provided by the initial reporter: "details of incident / nature of device defect test attempted to insert an venflon size 22, removed as not in vein and the needle had broken through the sheath of the venflon. Details of injury (to patient, carer or healthcare professional): no harm to patient incident form completed. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): no action".